Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery catheter froze on the guidewire. The physician attempted to place a taxus liberte' 2.75x24mm drug eluting stent to an unknown vessel, but the guide wire became stuck inside the stent delivery balloon lumen and it couldn't be advanced or withdrawn, the procedure was completed using the same guide wire with a non bsc stent successfully. No patient complications were reported.